Event description:
It was reported that the pt experienced a loss of therapeutic effect with symptoms that included nausea, vomiting, and cramping. Stimulation stopped approx two weeks prior. The pt's status was fair. It later was reported that the device was replaced on (B)(6) 2010, but that the pt still was having trouble with the system and still was not able to eat. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).